Manufacturer narrative:
(B)(4). (B)(6). There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code ni, batch 3088298, exp date ni, mfg date ni. Tension free vaginal tape /secur: product code tvts1, batch 3118807, exp 02/28/2011, mfg date 02/22/2008. In addition, a review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient was seen in 2009 by a physician for pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape /secur.

Event description:
It was reported that the patient underwent a surgical procedure in (B)(6) 2008 and a pelvic floor repair mesh and a sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including excision of the vaginal meshes during (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with an anterior/posterior repair and extraperitoneal colpopexy. It was also reported that the patient underwent an abdominal sacrocolpopexy and intepro y-sling implant on (B)(6) 2010 due to mesh vaginal extrusion and pelvic organ prolapse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2008, the patient underwent a hysterectomy and surgical procedure to treat uterine prolapse, stress urinary incontinence and pelvic floor repair mesh and a sling were used. The mesh was removed on (B)(6) 2010 due to erosion through the vaginal wall. There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfrp01, batch 3088298, exp date 09/30/2009, mfg date 10/19/2007; tension free vaginal tape: product code 810041b, batch 3118807, exp 02/28/2011, mfg date 02/04/2008. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.